Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as area was not clean before starting pd and the six steps of handwashing were not followed. The same day as event onset, the patient was hospitalized for the event and began treatment with vancomycin injection (1 gram, stat dose, ongoing, route and frequency not reported) and meropenem injection (1 gram, once daily, ongoing, route was not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovered from the event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information : on an unknown date, antibiotic treatments were discontinued and the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.